Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to cardiac arrest. It was reported the patient presented to the emergency room with increasing shortness of breath (sob), myalgias, nausea and vomiting, and elevated white blood cell count. The patient cardiac arrested and was unable to be resuscitated. No autopsy was performed. The pump was expected to be returned however it was accidently cremated with the patient. No additional information provided.

Manufacturer narrative:
Section a4: additional information: manufactures investigation conclusion: a specific cause for the reported patient outcome due to cardiac arrest and the patient¿s symptoms could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. No further information was provided. The manufacturer is closing the file on this event.